Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2013 due to approaching elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.